Event description:
On (B)(6) 2012, a company rep reported the pt has been experiencing infections at her infusion site. The company rep discussed proper hand washing with the pt. Upon f/u with the pt on (B)(6) 2012, she stated she noticed the infection on (B)(6) 2012. The infusion site had been in use for 3 days and she changed the infusion site. She stated the infected area is red and painful and has spread across her abdomen and up to her right breast. She stated that she had been in contact with her internist and determined the infection was not caused by any medication changes. She was treated with 3 rocephin injections at the doctor's office and she was prescribed omnicef for 14 days. The pt was sent adhesive dressings, 2 different types of infusion sets, and info on infusion site management. The alleged infusion set was discarded. No product was requested to be returned for eval.